Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unspecified tissue injury associated with the posterior damage and flail was due to the loss of capture. The cause of the reported difficult or delayed positioning (leaflet capture) associated with the loss of capture could not be determined. The reported mitral valve insufficiency/ regurgitation (unchanged mr) appears to be due to procedural circumstances (implant location chosen that did not reduce mr). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficulty grasping, causing leaflet damage, and requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a prolapsed posterior leaflet. The first clip (xtw) was implanted at medial a2/p2 with no reported issue, reducing mr to grade 2+. Another clip (xt) was advanced lateral to the first clip. After a successful grasp, the physician decided to reposition the clip. The clip was opened to 120 degrees, but the anterior gripper appeared in an abnormal position, and it was not possible to lower the anterior gripper. At this point the anterior leaflet appeared to be stuck in the clip. After several attempts, the clip was able to be freed and removed. However, the anterior leaflet appeared to be damaged, and mr increased to 3+. Another clip (xtw) was attempted, however, the posterior leaflet appeared damaged, and a flail of the posterior leaflet was noticed. The clip was implanted more central to stabilize the valve. The final mr remained at grade 4+. No additional information was provided.